Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analysis was performed and no anomalies were found. Concomitant medical products: d284drg ICD, implanted: 2011-(B)(6); 5076 lead, implanted 2005-(B)(6); 6949 lead, implanted 2005-(B)(6). (B)(4).

Event description:
It was reported that during the implant procedure, two different left ventricular lead models were attempted but could not be implanted due to the patient's venous anatomy. No left ventricular lead was implanted. Additionally, there was placement difficulty with the right ventricular lead. Multiple attempts were made at placement in the right ventricle, likely due to patient anatomy. The physician also encountered difficulty passing the stylet into and out of the lead lumen after the multiple placement attempts. The physician felt that there was a "kink" or obstruction preventing the passage of the stylet into the lead. The lead was not used and a new lead was successfully implanted into the right ventricle. No patient complications have been reported as a result of this event.